Manufacturer narrative:
Thek pump was received with cracked and bleeding lcd glass. The pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump got damaged at screen. The customer's blood glucose was 232 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.